Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 4: reference MFR report: 1627487-2017-01156, reference MFR report: 1627487-2017-01155, reference MFR report: 1627487-2017-01154. Note: patient has two model 1194 anchors from the same lot. It was reported that the patient underwent surgical intervention to have their system explanted due to an infection. The date of the explant is unknown. In addition, the infection has been resolved.